Event description:
It was reported that the ventilator generated clinical alarms indicating high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests. Provided ventilator logs were reviewed. There is no indication that these changes were made without human intervention ¿ there are no entries in the technical log during the time this patient was ventilated. According to the event log, the ventilator had generated multiple alarms indicating airway pressure high on 2025-12-18. The test log showed that successful pre-use check was performed prior the event. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The generated alarms are indicative of an increased expiratory resistance most likely caused by a blockage in the patient circuit. Our conclusion is that there is no indication that these changes were made without human intervention. Appropriate alarms for high pressure situation were generated. The generated alarms are most likely due to a blockage in the breathing system.